Event description:
It was reported that the patient underwent a computed tomography scan, for unrelated reasons regarding the device, during which it was noted that this tactra malleable penile prosthesis had crossed over. A surgical procedure was performed to remove and replace the device. There were no further patient complications reported.